Manufacturer narrative:
The following information was received on february 5, 2016. After few hours of use, the user was alerted to the issue by the nim eclipse computer notebook ¿displays a sign indicating that there¿s no communication¿ with the nim eclipse controller. Once the user clicks the ¿accept button¿ to bypass the system alert, ¿the sign continue appearing after some minutes¿¿the nim eclipse computer notebook ¿doesn¿t work correctly¿ and the ¿system becomes slow.¿

Event description:
(B)(4)

Manufacturer narrative:
Concomitant medical products: (1) computer notebook spanish (nccpu-es); sn: (B)(4); lot: 207628791; date of manufacture: october 23, 2013; 510k: k061639. (B)(4).

Event description:
It was reported that a nim eclipse controller and notebook "needs repair" and this was discovered during use. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
The product analyses were completed on april 8, 2016. Both devices were thoroughly tested and both performed to specification. The problem described by the customer could not be replicated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.